Event description:
A health care professional reported an article, "unforeseen challenge: bilateral, spontaneous, symmetrical displacement of toric implantable collamer lens: case report." This study included patients who experienced very low vault, blurred vision, and lens explanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. The cause of event was unknown.

Manufacturer narrative:
H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).